Event description:
The hcp reported the patient was experiencing increasing tone; increased oral medications required. A dye study was ordered prior to replacement of pump due to "battery life expectancy." The catheter was not placed in the intrathecal space. The catheter was replaced at the time of the pump replacement. The patient was receiving compounded baclofen. The patient has recovered without sequela; has noted improved therapy and requires lower concentration with longer refill intervals. Same event as manufacturer's report#: 6000030200601836.